Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small bowel herniating over mesh, inflammation, lysis of adhesions and removal of symbotex mesh with new symbotex mesh placed, placement of wound vac; abdominal wall abscess developed, incision and drainage of abscess. Treatment provided for these conditions include removal and replacement surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: ethicon strap25 securestrap (lot# hk5208), sym1510 stex 15x10 cm x1(lot# poj1148x). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant, the patient experienced abscess, obstruction, small bowel serosal adherence to the mesh, adhesions, inflammation, recurrence, induration and erythema around the wound. Post-operative patient treatment included lysis of adhesions, placement of wound vac, incision and drainage of abscess, exploration of abscess cavity with irrigation and debridement, failure of transfacial sutures, removal and replacement surgery. Concomitant device: ethicon strap25 securestrap, lot hk5208.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced abscess, obstruction, small bowel serosal adherence to the mesh, adhesions, inflammation and recurrence. Post-operative patient treatment included lysis of adhesions, placement of wound vac, incision and drainage of abscess, exploration of abscess cavity with irrigation and debridement, failure of transfacial sutures, removal and replacement surgery.